Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a black screen. Customer's blood glucose value was unknown. Customer states the black screen did not disappear. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board.